Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. Product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition being diseased/small vessels.

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that initial imaging of the groin site was appropriate for impella placement. Impella placed in the usual manner without complication. Once placement was verified, physician then noted reduced flow past the point of insertion when performing distal perfusion imaging. Physician asked for options to increased perfusion. External ipsilateral femoral bypass was discussed and a 5fr retrograde sheath placed. Nitro was introduced for patency bypass. Physician was pleased with the results noting immediate improvement of color and temperature to distal extremity.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿